Manufacturer narrative:
Additional information: patient demographics provided. Medtronic received information that the reported issue has not recurred since the initial instance.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. Device manufacturing date is not available for this system at time of filing. A manufacture representative inspected the imaging system onsite and found the system could not connect to the site digital intercommunication of medicine (dicom). The dicom server configuration was checked on the mobile view station (mvs). It was only configured with the navigation, as a result, the site was instructed to access the server configurations and system ip address. A collimator error was also observed. The system was power cycled, the canbus was checked for errors, and the collimator function was checked. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was receiving a collimator initializing error. Rebooting the system did not resolve the issue. The site switched to a different imaging system for the case. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.